Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to middle ear infection. It is unknown if there are plans to re-implant the patient as of the date of this report.